Event description:
It was reported by the patient that the patient has a "dull ache" in chest when starts to walking which then resolves. Follow up was attempted, however, additional information was unable to be obtained. The implantable pulse generator (ipg) has been reprogrammed in the past and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.